Event description:
We did a revision total knee replacement on a 67 year old male on december 17, 1992. The patient had a biological ingrowth total knee done on may 23rd, 1987.all componcents were replaced. I reveiwed the chart which is on microfilm and there was no record of the lot numbers of the original implants. It is questionable of possible titanium metallosisinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.